Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a 6 fr long introducer sheath for vascular access and a neo's route guidewire and a 6 fr march 1 fr4 or fr3.5 guide catheter to cross the lesion. The maverick2 monorail balloon was being used to predilate the lesion for placement of an unknown type of stent. The maverick2 monorail balloon was removed and replaced with another balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.